Manufacturer narrative:
The treatment tip was evaluated on 04sep2018. The tip passed flow, leak, and thermistor testing. The tip failed visual testing and no functional test was performed due to the observation of dielectric breakdown. The system data logs were reviewed on 05sep2018. Based on the evaluation of the data, the system and handpiece performed as expected. System has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. The review of the system/data logs does not indicate that there is any handpiece or system issue present. The manufacturing records were reviewed on 24sep2018. According to the device history record, the final test verification specifications were acceptable. No non-conformities or anomalies were found related to this complaint when reviewing the device history record for (B)(4). Further investigation is underway.

Event description:
A user facility in (B)(4) reported that a patient exhibited redness and blisters on the jawline after a thermage treatment. Near the end of the thermage treatment, the provider observed a black dot on the tip and switched to a new tip to complete the treatment. The problem occurred at the middle/end of the tip life. The highest energy level used was 3.0. No system errors occurred and nothing appeared out of the ordinary to the provider during the treatment. The tip was inspected prior to use and during the treatment (every 50-100 pulses). The provider recommended that the patient use tylenol and advil and an ice pack to treat the area. The provider reports that there will be no permanent damage or scarring.

Manufacturer narrative:
The datacard showed that multiple error messages, including underforce errors, occurred during treatment with two different tips. Errors indicate a recoverable problem that requires operator intervention. If the error occurs during an rf treatment, the rf delivery will be stopped, and then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into action required mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. Solta stresses the importance of clinician attention to treatment error messages provided by the system, in particular messages indicating underforce and lifting irregularities. As with all thermage systems, ensuring perpendicular contact between the handpiece and skin is critical. During evaluation of the treatment tip, product support found damage to the tip membrane. Solta medical has confirmed a low incidence (less than 1% of the total estimated number of treatments) of first- and second-degree patient burns associated with dielectric breakdown of the membrane of the treatment tip which contacts the patient during the thermage cpt procedure. Breakdown of the membrane can cause the radiofrequency energy delivered by the system to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. Both the thermage user manual (p009240-04 rev. A) and technical bulletin tb-19 instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every fifty pulses thereafter. Solta emphasizes its recommendation to carefully monitor the condition of the patient¿s skin during treatment. In the case of damage to membrane, the clinician may notice the onset of small burns which would be evidenced by small residual focal red marks or white spots. Should this occur, it is up to the clinician¿s professional discretion to determine whether to continue treatment after replacement of the compromised tip. Burns, blisters, scabbing, and scarring are all known possible adverse patient reactions to thermage treatment. Thermage system technical user¿s manual (p009240-04 rev. A) states the procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. Based on the available information, dielectric breakdown of the tip most likely contributed to this event. A definitive cause for the dielectric breakdown cannot be determined. The investigation is complete.